Manufacturer narrative:
The device was returned for evaluation. The root cause has been established through acumed's health hazard evaluation process. No other product from original related reports were returned. Information updated by evaluation: b4, d9, h3, h6(g,b,c,d), h10.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related report numbers (including this report) 3025141-2025-00497 3025141-2025-00498 3025141-2025-00499.

Event description:
It was reported that the surgeon was inserting a screw and the tip of the 80-0728 driver broke.